Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 3.5x28mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the calcification in the vessel. During withdrawal of the sds, resistance was met with the calcification in the vessel, and the stent implant flared. The sds was able to be removed without complication, and a new 3.5x28mm xience alpine sds was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.